Event description:
Quattro suture passer needle tip broke off during an arthroscopic rotator cuff tear repair procedure. On (B)(6) 2013, it was reported that the broken tip was retrieved and not left in the pt.

Manufacturer narrative:
Quattro suture passer needle tip broke during a rotator cuff repair procedure. The broken piece was retrieved and was not left in the pt. The remainder of the needle was received and evaluated at cayenne medical and nothing appeared abnormal on the remaining piece. When penetrating very thick tissue, the tip of the needle could be potentially diverted from its travel path and hit the top jaw of the passer instead of the trap door of the passer. As a result, this could damage the needle tip and cause breakage as reported. Complaint record, (B)(4) was opened to investigate this incident. Also, cayenne medical will continue to track any related complaints as a means of monitoring the extent with which this complaint is observed in the field.